Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer was still assisted in navigating through bolus wizard. - unable to go past maximum bolus. The customer¿s was treated with manual shot for high blood glucose level. Insulin pump will not be returned for analysis.